Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, prior to the procedure, the plunger was noted to be pulled back further than normal; despite having an irregular appearance, the physician attempted to use the device in the patient, but was unable to advance the plunger during step #2 to deploy the needles [mechanical jam]. The device was removed and the sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported the plunger was noted to be pulled back further than normal and difficulty mechanical jam plunger could not be confirmed due to plunger was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the plunger was noted to be pulled back further than normal; despite having an irregular appearance, the physician attempted to use the device in the patient. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: do note use the perclose prostyle suture-mediated closure and repair system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.